Manufacturer narrative:
E:1 (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula, which led to hyperglycemia with ketones and symptoms of vomiting and feeling unwell, resulting in hospitalization which was treated with manual insulin injections on (B)(6) 2026.